Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range shock impedance measurements. An invasive procedure was performed. The lead and device were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This device is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.